Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and inappropriate magnet response. Re-interrogating the device resumed normal functions and resolved the issues. The patient was in normal condition.